Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clip did not advance and the jaw transected the cystic duct. The surgeon performed a laparotomy to complete the procedure.

Manufacturer narrative:
Device not available for eval.